Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. Device received with broken reservoir tube lip and cracked case display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that the insulin pump had damage and off no power alert. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that the current insulin pump no longer has power. Customer states that they already changed that battery and had power off. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states the battery was previously used. Customer states the insulin pump had couple of hairline cracks coming out of the top corner of the display and from the top left and right corners of the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.